Event description:
On (B)(6) -the dealer reported that the leo-4s scooter frame was broken allowing the wheels and the tiller to turn too far, and freeze in the perpendicular position. There was no patient injury reported.